Manufacturer narrative:
Device evaluation summary: during analysis of the device was found ruptured. No additional anomalies were observed. Microscopic examination of the edges of the rupture was performed and no evidence of instrument damage was observed, it did not provide conclusive evidence of what could be the root cause. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor memorygel breast implant 475cc, catalog # 3504754bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 475cc and experienced a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 475cc, catalog # 3504754bc, serial # (B)(4) on (B)(6) 2019.